Manufacturer narrative:
(B)(4).investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain, weakness, metallosis, achiness, bursitis, tenderness and elevated serum metal levels. Lab results were provided and these are below 7. Operative findings include greenish-pink hued tissues typical of metallosis, corrosion on the neck portion of the femoral stem. Doi: (B)(6) 2007 - dor: (B)(6) 2017 (right hip).